Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter reads inaccurately high compared to his feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (time not specified). According to the csr¿s documentation, a few minutes before the alleged issue occurred, the patient reportedly was weak, sweaty, and confused. Prior to the onset of his symptoms, it is not known what the patient¿s blood glucose result was (with the subject meter) and what action the patient took in response to the reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. At the time the reported product issue occurred, the patient reportedly obtained a blood glucose reading of ¿hi¿ with the subject meter. According to the csr¿s documentation, at 2:15pm, the patient reportedly obtained a reading of ¿23mg/dl¿ with another device and the patient reportedly consumed glucose tablets and cane sugar as self-treatment. It is not known when the patient¿s symptoms abated nor is it known what the patient¿s blood glucose reading was (with the subject meter) after treatment. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because, the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.